Manufacturer narrative:
Section a2, a4 and a5: requested but it was not provided. Section d4: expiration date: unknown as product serial number was not provided. Section d4: UDI number: a complete UDI # is unknown as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as the phaco handpiece is not an implantable device. Section d6b: if explanted, give date: not applicable, as the phaco handpiece is not an implantable device. Section e1. Name: dr (B)(6). Section h3: the phaco handpiece was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as product serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported minimal fragments on patient's eye after the use of their phaco handpiece. It was noted the day after surgery. Serial number was not provided. No surgical intervention was required. No further information provided.